Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for hardware low level failure. Customer's current blood glucose was 9.6mmol/l. Customer stated that insulin pump was able to rewind but had numerous insulin pump error even after troubleshoot. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error (open book image) and pump error (variable 15) was present in the pump trace download, problem isolated to electronic assemblies. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify bolus anomalies due to critical pump error.